Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump got an unexpected restart error. The blood glucose level was 113 mg/dl. The customer also stated that after inserting new battery the unexpected restart error occurred again. The troubleshooting was performed for unexpected restart error. The pump will not be returned for analysis.